Event description:
Add'l info rec'd from MFR 12/27/02: of six devices, three were returned for evaluation with the complaint that "the device would not load". (1) the three returned products were visually examined and all were successfully cocked and fired. (2) although there was a claim that the device would not load, the evaluator was able to cock, load, and fire each device. (3) the top thumb tab was slightly hard to cock. A lot history search revealed one other complaint being reported against this product lot. Functioning of the internal handle and trigger may contribute to the difficulty in cocking and firing. Of six devices, three were returned. The facility did not know where the other three devices were. There have been no changes in production or sterilization of this product that are known to be related to the complaint described. The product has a shelf life of four years. No electricity or battery power is involved.

Event description:
Topnotch biopsy device would not load. Physician tried 2 devices from the same lot. When he used a device from a different lot it worked properly.